Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Upon removal from the package, the tip of the guided wire was uncoiled. The product was not clinically used.